Manufacturer narrative:
(B)(4).

Event description:
After patient intubation, the anesthesiologist noticed that there was a leak. During ventilation the etco2 amplitude wasn't clear or consistent. The anesthesiologist removed the endotracheal tube and placed a new one in the patient. A hole in the cuff of the removed tube was reported.

Manufacturer narrative:
(B)(4). Analysis of the returned sample confirmed it was made to specifications and passed all visual and functional tests and there were no leaks present in the cuff. A review of the device history record was conducted and there were no non-conformances related to the build of the associated lot. A review of the manufacturing process was conducted and found that the process and inspection steps are in place to detect the reported condition prior to release of the product for distribution.